Event description:
It was reported that the patient presented for a generator upgrade procedure. Prior to procedure, it was noted that the right atrial lead exhibited noise oversensing. The lead was capped and replaced on (B)(6) 2022. The patient was stable in condition.

Event description:
New information received notes that insulation damage was also noted on the atrial lead.